Event description:
It was reported the device was used during a take down colostomy procedure. It was reported the surgeon was preparing the bowel for anastomosis. The anvil of the cdh25 was placed in the distal stump of the rectum with a purse string. A colotomy was created in the proximal colon. The device was guided down through the colotomy to the distal end of the proximal bowel. The trocar tip was extended and docking of the anvl to trocar occurred. The proper closure was obtained and the device was fired. The device was removed without difficulty. There were two complete donuts. Upon review fo the anastomosis, the staples were not formed and the anastomosis fell apart. The surgeon was required to handsew the anastomosis. There was not consequence to the pt.